Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device prompted, "sensor not found" during the session. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.